Manufacturer narrative:
Received a triple lumen cvc silicone catheter from customer. Upon visual examination, the lumen had a cut/tear approximately 3 inches from the hub. The sample was examined under a microscope and measurements of the lumen profile were taken. The lumen diameters and wall thickness were found to be within specification. A suture was tied around the catheter lumen approximately 3 inches from the hub. The cut in the lumen is just above the suture and is approximately 1/4" long and appears to be a clean cut, not rigged. There is no other visible damage or defects to the catheter. It is possible a sharp was used near the lumen to tie/cut the suture. The catheter showed no signs of degradation and the failure was not due to out of spec product.

Event description:
Surgeon reported "fracture on the catheter proximal to the exit site".